Event description:
It was reported that the device reached elective replacement indicator and was at end of life status due to premature battery depletion. The device was scheduled to be replaced. No patient complications have been reported as a result of this event. It was additionally reported that the device was explanted.

Event description:
It was reported that the device reached elective replacement indicator and was at end of life status due to premature battery depletion. The device was scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed, and revealed that high battery impedance resulted in eri (elective replacement indicator) on (B)(6) 2011 prior to explant. Ramware version 8 installed on about (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that high battery impedance resulted in eri (elective replacement indicator) on (B)(4) 2011 prior to explant. Ramware version 8 installed on about (B)(4) 2011.